Event description:
Additional information confirmed that there was no medical or surgical intervention and the procedure was completed on the same day.

Manufacturer narrative:
Based on information received following submission of the initial report it was confirmed that there was no medical or surgical intervention, and the procedure completed on the same day. Hence the event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num. 1644019-2025-01801. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that metal particles or small particles came out of phacoemulsification tip during the surgery. The procedure type was unknown. The tip was removed from the eye. There was no patient impact. This report pertains to phacoemulsification tip involved in this reported event.